Event description:
It was reported by customer at (B)(6) that device suddenly presented an explosive power down sound.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Complaint of power up failure was confirmed. Cause of power failure is a defective power supply/ballast. Unit powered up and passed functional testing with a known good power supply installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.